Event description:
Customer reported that the screen was blurry and the pump was behaving as if buttons were being pressed without interaction. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.